Event description:
It was reported that following a photoselective vaporization of the prostate (pvp) a catheter needed to be placed as the patient was extremely sore. Five attempts needed to be done as they healthcare personnel was unable to place the first four catheters. The patient was catheterized for a day or two. On (B)(6) 2019 the patient underwent a surgical procedure to address scar tissue caused by the pvp procedure and open up the urethra. On (B)(6) 2020 the patient underwent another surgery in which calculi was encountered in the ejaculatory duct and removed. The patient also had 2 calculi in the prostate but the physician did not have the experience to remove them and recommended the patient to get a second opinion. It was indicated that the cause for the calculi was unknown. Currently, the patient has experienced pain after sexual intercourse and during ejaculation. The patient also indicated feeling soreness in the prostate area a few times a day. The patient has been taking medication and seeing an urologist every 6 months but the symptoms have not been resolved.

Manufacturer narrative:
Facility, physician and phone number reported by the patient: (B)(6).

Event description:
It was reported that following a photoselective vaporization of the prostate (pvp) a catheter needed to be placed as the patient was extremely sore. Five attempts needed to be done as they healthcare personnel was unable to place the first four. The patient was catheterized for a day or two. On (B)(6) 2019, the patient underwent a surgical procedure to address scar tissue caused by the pvp procedure and open up the urethra. On (B)(6) 2020, the patient underwent another surgery in which calculi was encountered in the ejaculatory duct and removed. The patient also had 2 calculi in the prostate but the physician did not have the experience to remove them and recommended the patient to get a second opinion. It was indicated that the cause for the calculi was unknown. Currently, the patient has experienced pain after sexual intercourse and during ejaculation. The patient also indicated feeling soreness in the prostate area a few times a day. The patient has been taking medication and seeing an urologist every 6 months but the symptoms have not been resolved.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of device performance allegation during treatment. The reported patient symptoms of pain and ureteral stricture/scarring are known risks associated with benign prostatic hyperplasia (bph) procedures and are noted as such in the device instructions for use. The reported ejaculatory duct and prostatic calculi are unlikely to be related to the fiber and probably secondary to obstruction of the ejaculatory ducts/prostatic ducts. DHR review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off-label use, or that the guidance in the IFU was not followed. The IFU lists pain, and urethral stricture/urethral scarring as potential outcomes of this procedure. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Facility, physician and phone number reported by the patient: (B)(6).